Event description:
The customer reported at boot up, the system displayed a "system error" with x-ray's disabled. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface and generator interface boards were replaced. The system was then found to be operating as intended.